Event description:
An infant was being treated for hypoxic ischemic encephalopathy with the cool-cap system when a pop sound came from the unit as well as a smoke smell during a rewarming process of a child. The unit shut down and the smoke smell was traced to filter below the water bag (power supply). There was no reported pt harm. There was no damage to the outlet or the power cable. (B)(4).

Manufacturer narrative:
The cause of this malfunction is most likely a failed power supply. The power supply on this sys is due to be replaced with a new power supply as part of a field corrective action ((B)(4)), but this failure occurred before the svc could be performed. The customer has been shipped a loaner device, and the affected unit has been returned to natus medical's (B)(4) facility for evaluation; and it is confirmed that this unit contains an older, excelsys power supply that is subject of the field corrective action. Natus anticipates no further reporting on this incident unless further investigation ito the failed sys shows a cause other than the excelsys power supply for the reported failure.